Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's system controller was displaying low voltage and power cable disconnects alarms. The system controller was swapped for another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of low voltage and power cable disconnect alarms was confirmed during analysis. The black and white cable was maneuvered which resulted in alarms when tethered to a test power base unit. The white and black power cables were then stripped at the connector end revealing broken inner conductors. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event. No further info is available. The MFR is closing its file on this event.